Event description:
Customer reportedly received results of 154mg/dl and 82mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Aviva system: test strip lot number 300375, expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the aviva test strips.